Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(6). Investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve the commander delivery system fully inflated balloon ruptured at the end of deployment with nominal volume. The valve was stable and there was trivial leak noted. During removal of the delivery system, extreme difficulty occurred. A split at the sheath tip and liner tear was noted and a decision was made to remove the entire system as a unit. Upon removal, the shoulders of the balloon appear to have been the cause of the difficulty removing the delivery system through sheath. The system was removed as a unit percutaneously (delivery system and sheath removed as one). The sheath and delivery system will be returned for evaluation. As reported a bav was not performed. There was no crossing difficulty. Per report, the patient¿s aortic annulus was moderately calcified and the stj was narrow and calcified.

Event description:
The delivery system and sheath were examined on the back table after removal from the patient. Of note, the patient was seen at 30 day follow and was doing great.

Manufacturer narrative:
The report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-10775. Additional information was received for the description. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: a full radial balloon burst, and the balloon shoulder was flared out. In addition, some balloon material appeared to be missing; however, additional follow up revealed, the pieces may have been lost when the device was examined on the back table after removal of from the patient. Procedural photos and 3mensio imaging were provided and reviewed. The balloon burst was inverted over the nose tip, the balloon shoulder is flared out, the access vessels were calcified and the patient¿s aorta, stj, and native annulus were calcified. Functional testing was not performed due to the nature of the complaint (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst balloon and all measurements met specification. The complaints were confirmed based upon visual inspection of the device, but no manufacturing nonconformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been written by edwards and summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. In this case, the patient had calcified annulus and stj, and the balloon burst occurred at the end of thv deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Therefore, available information suggests that patient (calcification) factors contributed to the balloon burst. A balloon burst would have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath. Additionally, calcification in the patient¿s access vessel could have led to noncoaxial retrieval of the delivery system into the sheath, making the delivery system susceptible to catching on the sheath tip and contributing to retrieval difficulty. The flared balloon shoulder is indicative of the balloon getting caught on the sheath distal tip. In this case, available information suggests that patient (severe aortic moderate calcification and stj narrow with calcification) and procedural (device manipulation during removal) factors may have contributed to the event. No product non-conformances or IFU/training manual deficiencies were identified, and review of complaint history revealed that the complaint rate did not exceed the (B)(6) 2020 control limit for the relevant trend category. No product risk assessment nor corrective or preventative action are required at this time.